Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2022. The first tested on a nasopharyngeal sample with a nasal kitted swab generated a positive result. Repeat testing was performed on the same day ((B)(6) 2022) two hours later on a nasopharyngeal-oropharyngeal sample and generated a negative result. The customer confirmed there was no patient harm due to the conflicting test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m184626 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m184626, test base part number 190-430 / lot: m184626. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184626 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m184626 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.